Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2013-01889, 1225714-2013-01890.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2005, after the use of the product.